Event description:
Complainant alleged that during the clinicians' attempt to monitor the heart rhythm of a patient, who had fallen out of a wheel chair, using a three leak cable and ECG electrodes with the device, but the screen displayed a "poor pad contact" message. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.